Event description:
It was reported that pump displayed malfunction alarm with code that customer had not previously reset and that no notable events occurred prior to issue. Customer¿s blood glucose (bg) level was 132 mg/dl. Customer contacted technical support, received instructions to reset pump, successfully performed reset with support, and malfunction did not recur; customer was advised to continue using pump and to call back if malfunction returned, and customer acknowledged and understood instructions.